Manufacturer narrative:
The screw appears to be at a high angulation at the top and bottom of the constructs, which we have seen in the past could contribute to cover backout. Between the 3 month and 12-month x-rays it does appear that the top and bottom screws have also translated, potentially due to settling of the interbody cages, that can also lead to additional stress on the covers. Since the devices have not been returned for further analysis, the exact cause of the cover backout is unknown.

Event description:
The primary surgery occurred on (B)(6) 2022. Dr had a patient receive normal post-op x-rays during routine follow-up (the follow-up occurred 15 months after primary surgery). After reviewing the x-ray dr noted that the top locking cap had dislodged.